Event description:
It was reported to boston scientific that the pt became ill several days after colon biopsies were taken using the radial jaw 4 biopsy forceps. The pt felt that something was wrong after 3-4 hours after the procedure. He felt better. After about 2 days, he felt abdominal pain. After 36 hours. A leakage from colon was found when the pt came to the emergency department. During the follow-up examination, the physician discovered a perforation of the pelvic floor of the colon. Surgery was performed to seal the perforation and a temporary ileostomy was performed. The pt has recovered as expected after the surgery. It was reported that the pt was a participant in a research project initiated by the hospital on patients who had undergone surgery on pelvic floor.

Manufacturer narrative:
Device history record review (DHR) was performed and no deviation was found. No other complaint reported for the same lot number was found. The unit was not returned by the customer; therefore, no product analysis could be performed. Review of the dfu (directions for use) indicates: "warnings: these single use biopsy forceps should only be used to biopsy tissue where possible hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding and appropriate airway management should be in place. Precautions: endoscopy should be performed only by persons having adequate experience and training. Potential complications: complications associated with the use of the single-use biopsy forceps may include: bleeding, perforation, infection." It is important to follow dfu instructions since dfu helps to ensure the correct use of the device. The complaint can not be confirmed since there is no product returned and the event reported is considered to be a known potential complication during a biopsy procedure.